Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: analysis of the returned device identified: crease fold, opening on anterior and delamination of plug strap. Leak test and microscopic analysis was performed which identified: puncture opening and delamination (>75% total separation). The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is a striated puncture due to surgical damage consist in the use of some surgical tool and a delamination partial of the valve (adhesive failure). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported a left side "exchange from textured to smooth implants due to the patient's concern with the product" and "capsular contracture," baker grade unknown. Device has been explanted.